Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) during therapy in the burn unit / critical care unit. The device was programmed to deliver 1gm of cefazolin (mixed in a 50ml bag) at a rate of 100ml/hr as a secondary infusion, with normal saline as the primary. It was also reported that the slide clamp was not inserted and a clearlink system tubing set was used. The nursing staff had checked the secondary "to make sure it was dropping from the correct bag" and after 15 minutes, the entire secondary bag had been infused. The customer also stated that they were "not sure if it infused back to the primary bag or to the patient". The infusion was stopped, device was removed from the patient and there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported over infusion, which was not confirmed or reproduced. The unit was able to deliver within specification and it was tested with passing results. An assignable cause was unable to be determined and therefore, no correction was required in relation to the reported symptom. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-04466 can be removed from the FDA database.